Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the front therapy electrode. The patient reported that she the irritation had been there for about three months. Her doctor provided her with an unknown powder to treat the rash. During a follow-up the patient reported that the rash had not yet improved but that she continued to use the prescribed powder twice a day. The patient continued to wear the lifevest.